Manufacturer narrative:
Notes updated manufacturing site ID and related information. Device code (B)(4) no longer applies to this event.

Event description:
On (B)(6) 2016 the representative further provided the serial of the pump noting that the implant date was "2016". The exact date was reported that it would be mailed and clarification of the implant date was requested. The pump infused hydromorphine 6.3 mg/ml and bupivacaine 25.0 mg/ml. The patient heard the alarm and reported the incident. At this time still no symptoms were reported. It was unknown if there was more than one motor stall in the pump logs. The stall did recover, but they were not sure how effective the pump was working as on minimum dose. It was unknown if there were other error messages on the pump log session. The pump remained implanted until further investigation. Further troubleshooting included dye injected into the catheter and attempted catheter aspirations. Further actions/interventions being taken to resolve the issue was that the catheter was to be reviewed. No hospitalization was required but rather just a clinic follow up. The patient was advised if there were any problems to report immediately.

Manufacturer narrative:
Concomitant products: product ID: 8731, product type: catheter. (B)(4).

Event description:
Additional information was received. It was reported the patient was brought to ae. This was clarified to be ¿accident and emergency.¿ the result of the dye injection into the catheter was the dye was not very visible on the x-ray, so the hcp wanted further investigations to take place. The aspiration of the catheter was fine. It was noted that the pump was implanted on (B)(6) 2011.

Event description:
Information was received from a health care provider via a representative regarding a patient in the (B)(6) who was receiving an unspecified medication via an implantable pump. It was reported that the patient's pump alarm went off at home on (B)(6) 2016 and the patient went to "a (>&<)>e". A pump problem, a motor stall, was reported. The physician felt the patient was stable at the moment and the patient was on oral morphine to control symptoms until the catheter could be assessed on (B)(6) 2016. The pump had been set to the minimal dose rate. If the "pump remains stored" and if the catheter needed replacing, an explant would take place and the patient would be referred to a different hospital for the explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.